Manufacturer narrative:
Investigation of the returned pod found no damages or manufacturing deficiencies that would result in communication issues between the pod and the continuous glucose monitor (cgm). Inspection of the patient history buffer (phb) data downloaded from the pod found that the pod timed out while searching for the cgm, though was eventually able to pair with a cgm after user action. During the investigation the pod was not able to pair with a cgm emulator. The exact cause of this pod & cgm communication issue could not be determined.

Manufacturer narrative:
Please see section d4 with updated lot number and serial number.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 400 mg/dl for an undisclosed time wearing the pod. The reporter stated the pod did not connect with the sensor, and the patient was experiencing nervousness, and sweating. The patient went to the hospital to seek medical attention. On (B)(6) 2025, the patient was admitted to the hospital and diagnosed with high bg levels. The patient was treated with intravenous fluids, insulin injections, and a new pod and sensor were placed. The blood glucose level was stabilized, and the new pod and sensor are working normally. The patient was discharged from the hospital on (B)(6) 2025. Abbott is aware of the event.